Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products of the reported lot. Retention and returned products were tested with qc cut-off hcg standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 1312 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Corrected data: (initial reporter also sent report to FDA) corrected to yes.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2017, the patient arrived at the emergency department (ed) at 4:57 pm and was admitted for severe right-sided abdominal pain. A urine sample was collected and at 7:04 pm the alere hcg cassette produced a negative hcg result. A transvaginal pelvis ultrasound was conducted at 8:21 pm and showed a possible corpus luteal cyst in the right side. The ultrasound also showed a possible very early intrauterine pregnancy. As a negative result was received using the alere hcg cassette, an abdomen pelvis with contrast CT was conducted to evaluate the patient for appendicitis given continued pain. At 9:01 pm, the CT scan result was unremarkable. At 10:17 pm, an hcg test using the siemens centaur cp was ordered on a sample collected earlier. At 11:05 pm, the siemens centaur cp produced a positive hcg result of 1312 miu/ml. The customer also mentioned receiving 4-5 false negative results on multiple patients using the alere hcg cassette but could not provide any additional information.